Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain readings due to a fast draining battery. As a result, the customer experienced dizziness, high fever, and hyperglycemia and had contact with a healthcare professional (hcp) who administered insulin intravenously for the treatment of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
A battery/power issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain readings due to a fast draining battery. As a result, the customer experienced dizziness, high fever, and hyperglycemia and had contact with a healthcare professional (hcp) who administered insulin intravenously for the treatment of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader did not powered on with button press or with test strip insertion. However, reader powered on with usb cable insertion. Visual inspection was performed on the returned usb charger and usb cable and no damage was observed. Performed load test on the usb charger and results were within specification range. Visual inspection has been performed on the power adapter and no issues were observed. The power adapter voltage was measured to be within specification range. Reader was de-cased and visual inspection has been performed and no issues were observed. Reader was placed into the reader pcba (printed circuit board assembly) test fixture and pressure was applied to the cpu (central processing unit) and the reader powered on with the button depression and battery was observed to be charging. An extended investigation was performed. Visual inspection was performed on the de-cased returned reader using a microscope and no signs of misuse or damage was observed. The returned reader was connected to a computer via usb cable. The data was extracted and reviewed using the command on approved software. The usage log states that the device was paired with sensor and a few more sensor scans were performed. Therefore, this was not an out-of-box issue. Bench testing was performed on the returned reader. The returned reader did not powered on with a button depression, test strip insertion and inserting charging cable, and the battery is not sufficiently charged. The returned battery voltage was measured using a digital multimeter, however it was not within specification range. A known good battery was used for the remainder of testing. Off current testing was performed and it was within specification range. A fast draining battery was not observed. Visually inspected the returned usb charger and charging cable and no damage was observed. A load test on the usb charger was performed and it was within the specified range. A continuity test was performed on the returned charging cable and no issues were observed. The reported field event of the reader having a fast draining battery was not observed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. This serves as a correction report. Section h11 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain readings due to a fast draining battery. As a result, the customer experienced dizziness, high fever, and hyperglycemia and had contact with a healthcare professional (hcp) who administered insulin intravenously for the treatment of hyperglycemia. There was no report of death or permanent impairment associated with this event.